Event description:
Physician used monopolar electrical device to cauterize oozing around uterine incision after c-section. Prior to cautery, filshie clips had been applied to fallopian tube. Five days later, pt experienced abdominal symptoms leading to surgery where two small (2mm) perforation in the ascending colon were found and resected. Pt recovering with no known complications.

Manufacturer narrative:
Femcare-nikomed's expert medical advisor indicates that the described injury (two or three pinholes) would normally be managed with only suturing or a minor amount of tissue resection, not 4cm to 5cm resection of colon as reported. Filshie clips are applied remotely from the reported cautery site, which means alternative conductive paths exist between the fallopian tube and colon that would have dispersed any current conducted by the clip. The pinpoint nature of the injury indicates an injury caused by direct contact with an es electrode, not indirect conduction from a remote clip.